Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24oct2018. Customer reported unit will not turn on. Customer looking to retire this unit due to end of life (eol) approaching. Customer suspects a power supply is needed and wants to know pricing of parts needed for this repair. Customer was provided part numbers for the 3.1 power supply. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Customer reported unit will not turn on.no patient/user harm reported. The event date was not specified; estimate used.